Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached over 350 mg/dl while wearing the pod between 2 and 24 hours. Patient's mother believed the cannula had dislodged from the infusion site (hip/buttocks); the cannula also appeared bent upon removal. Ketones were also tested and results were negative. As treatment, a manual bolus was delivered.